Event description:
It was rpeorted an access port was placed 1/22/97 for chemotherapy administration. Port was accessed several times without incident. On february 3, prior to treatment, user facility noticed pt's arm was swollen. Port and catheter were removed together as unit without incident. A second port was successfully placed without pt complications. This device was returned, evaluated and retained by this MFR. Engineering evaluation indicated catheter was detached from port upon receipt. Catheter was reattached to port and pressurized. No leaks were noted upon evaluation. Add'l follow up indicated blood pressure readings had been taken on access port arm and that wrong needle may have been used for accessing port. Therefore, co believes these factors may have contributed to event and since evaluation did not isolate any defects co does not attribute it to device. Co's directions for use for this product state: "always access system with needle perpendicular to implanted port. Insert needle tip fully through septum until needle makes contact with needle stop".